Manufacturer narrative:
B3-date of event: used the first day of the month of the bsc aware date as the event date was not provided.

Event description:
It was reported that rotawire detachment occurred caused by the rota burr. Two rotawires and rota burrs were selected for use. During the procedure, two units of rotawire presented quality deviations. The rotawires were damaged by the burr. The procedure was completed using another of the same device. There were no patient complications.